Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by excessive use, wear and tear and improper reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, 30°, 4 mm light cord connection metal part fell off. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found a missing serial number ring, leak on direction pin, fiber breakage, dents on edge, minor scratches on eyepiece funnel and debris in optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.